Manufacturer narrative:
A DHR review for the product(s) related to this complaint has been completed and did not reveal any anomalies. The customer has stated that the product(s) related to this complaint will not be returned, however, this complaint cannot be fully investigated without the product(s). Per accepted dentsply sirona implants procedures this complaint shall be closed. If at any time the product(s) is returned to dentsply sirona implants, the complaint file shall be re-opened and a full investigation shall be completed. Since the root cause cannot be determined, no CAPA is required.

Event description:
It was reported that a patient experienced a dental implant loss due to the screw shattered of the abutment.